Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. On an unreported date, during hospitalization, the patient was given unspecified medication (dose and frequency not reported) intraperitoneally, in a manual bag, for treatment of the peritonitis. The outcome of the peritonitis event was not reported. At the time of this report, dianeal therapy was ongoing. No additional information is available.